Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was determined the issue is related to the mobile application. Data will not be analyzed as signal loss for one hour or less is within specification. No injury or medical intervention was reported.